Event description:
Philips received a complaint on the defibrillator indicating that the device has auto restarting issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse visited the customer site and determined that the device operational check, therapy delivery, leads ECG and pads/paddles ECG was failure. Fse suspect that the malfunction was caused by the processor pca. To resolve the issue, processor pca was replaced. After replacement, the device has passed the operation check and returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to processor pca malfunction. The reported problem was confirmed.